Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: open distal gastrectomy. The doctor reported that the hand piece was not ligating nor cutting at times during the case. It was also reported that the jaws were sticky at times during the case. Upon further review of the product as the case progressed the doctor noticed that the blade was locking at times during the case. The jaws were cleaned as this occurred until the case was completed. This occurred about 5% of the total time of the case. It occurred after well over 200 activations. This occurred towards the end of the case, approximately 4 hours into the 5 hour case. The doctor did not wish to replace the device. The staff continued to clean the device. No patient injury. Cancer mass was removed from the distal end of the pancreas and stomach. The territory manager was present for the case. Additional information was received via email from territory manager on 12-sep-2017 at 7:42 am: "the tissue types were gastric, pancreas, and omentum, and surrounding arteries and vessels. No specific mention was made to particular vessels or tissue. This was an open case so I could not see what and where he was anatomically speaking." Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering analyzed the device activation logs that were extracted from a microchip in the device key. The device key is the portion of the device that connects the device to the generator; it houses a microchip which stores information on all of the activations during that procedure. The activation log showed a total of 141 activations. Of those, 5 activations resulted in a "reactivate switch released" alarm, which indicated premature release of the fuse activation button that can result in insufficient seal. During functional testing, engineering tested the sealing and cutting performance of the device on porcine tissue and concluded that the device performed to specifications and successfully sealed and transected tissue on all activations. However, engineering observed that tissue was more likely to stick to the device when eschar was present on the jaws. Similar events have shown that eschar buildup can also prohibit the blade from entering the jaws, which would result in "blade locking", as described in the event. Upon cleaning the jaws as specified in the instructions for use (IFU), engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without "locking" or sticking. Based on the condition of the returned unit, it is likely that the reported event of tissue sticking and cutting performance was caused by excessive eschar and blood build up. The voyant® IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance." For optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." The root cause of insufficient seal is unknown as engineering was unable to replicate the event. The IFU states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.